Event description:
Customer stated that creatinine result for one specimen was higher than expected based on comparison with pt history. Customer indicated that the creatinine test was repeated and the repeated result was similar to results in pt's history. Customer indicated that the results from the second run were provided to the physician for treatment decisions. The field service engineer decontaminated the instrument after noting a contamination in the system and sample fluid lines.